Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. She suspected that she had not been receiving her insulin and noted that there was no issue with the infusion set. Her blood glucose was 475 mg/dl. She stated that the device took too long to deliver, and she did not recall that the device vibrated once done. She noted that her doctor had recently increased her basal and bolus inputs. Her most recent blood glucose was 400 mg/dl and she did not experience any symptoms of high blood glucose. She treated with 5 units of insulin via manual injection. She ran the high pressure test, during which the insulin pump alarmed no delivery. She was advised to change the entire infusion set, reservoir, and insulin, and treat per doctor's instructions. She was advised to follow up with her doctor; it was determined that the device and set worked as designed.